Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. While filling the unit the qdv froze open and gaseous oxygen leaked through the valve. The patient carried the unit outside and let it empty. The transportation company replaced the unit with a new one. No injuries were reported.